Manufacturer narrative:
The customer reported having intermittent communication loss (comm loss) on all tiles and boot looping on this central nurse's station (cns). According to the customer, the cns displays a comm loss error message for about 15 seconds and then reboots itself. After it comes back online, it works fine for a while (5-10 minutes) and then it happens again. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 04/17/2026 emailed the customer via microsoft outlook for the information in the ni list above: the customer replied and stated that they don't have this information.

Event description:
The customer reported having intermittent communication loss (comm loss) on all tiles and boot looping on this central nurse's station (cns). There was no patient injury reported.